Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to access the +/- button in the bolus menu. During troubleshooting with tandem technical support, the customer was able access the feature and the issue was resolved. Customer's blood glucose was 185 mg/dl.